Manufacturer narrative:
The 6f/ 7f mynxgrip vascular closure device (vcd) could not follow the tortuous vessel track well. There was no reported patient injury. The deployer was mynx trained. The patient was not morbidly obese. The device was prepared as per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no excessive force applied during insertion. The vessel diameter was verified to be greater than 5 mm in diameter. A non- cordis sheath was used for the procedure. There was no peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. There were no visible bends or damages at the distal end of the balloon shaft after removal. The procedure was completed with the use of an unknown device. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open, and all device¿s components appeared to be returned in their manufacturing position as received. The syringe and procedural sheath were not returned with the device. The atraumatic wire distal tip of the returned device was inspected, and no damages were observed. The catheter was also inspected for anomalies that could have contributed to the reported complaint; no anomalies were observed. Per functional analysis, without the return of the procedural sheath, a physical evaluation to determine whether there was damage to the procedure sheath that may have contributed to the reported event could not be made. An applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product, and the device was able to be inserted through the lab introducer sheath without issue during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1727801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ was not confirmed during analysis of the returned device. Without the return of the procedural sheath, a complete physical investigation could not be performed. The device preformed as intended during functional analysis with a lab introducer sheath. Based on the information provided, the condition of the returned device and the investigation performed, the exact cause of the reported event could not be conclusively determined. Procedural factors, such as damage to the procedural sheath, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A 6f/7f mynxgrip vascular closure device (vcd) couldn't follow the tortuous vessel track well. Therefore, the procedure was completed using a non-cordis device. There was no reported patient injury. The mynx deployer had used the device well. The device was prepared as per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. A non- cordis sheath was used for the procedure. There was no peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The patient was not morbidly obese. There were no visible bent or damaged in the distal end of the balloon shaft after the removal. There was no excessive force applied during insertion. A non-sterile mynxgrip vascular closure device 6f/7f was returned for analysis. Per visual analysis, the device showed that the shuttle was engaged to the black handle with the stopcock open, and all device¿s components appeared to be returned in their manufacturing position as received. The syringe and procedure sheath involved in the reported complaint were not returned with the device. The atraumatic wire distal tip of the returned device was inspected, and no damages were observed. The catheter was also inspected for anomalies that could have contributed to the reported complaint; no anomalies were observed. Per functional analysis, without the return of the procedure sheath, a physical evaluation to determine whether there was damage to the procedure sheath that could have contributed to the reported complaint could not be made. An applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product, and the device was able to be inserted through the lab introducer sheath without issue during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1727801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ was not confirmed through analysis of the returned device since no issues were noted during functional analysis and the procedural sheath was not returned. The root cause of the issue reported by the customer could not be conclusively determined during analysis. Based on the information provided and the product analysis, access site vessel characteristics (although it was reported that there was no pvd or calcium in the vicinity of the puncture site) and/or the condition of the sheath (although not returned) most likely contributed to the issue experienced since the device passed functional analysis with the lab sample sheath. A tortuous access vessel may cause difficulty for the catheter tip to make the "turn" into the vessel/sheath; and a damaged sheath may cause resistance with the device during insertion. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information was received that the mynx deployer had used the device well. The device was prepared as per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. A non- cordis sheath was used for the procedure. There was no peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. There were no visible bent or damaged in the distal end of the balloon shaft after the removal. There was no excessive force applied during insertion. The patient was not morbidly obese. The procedure completed with the use of other unknown devices. Additional procedural details were requested but are unknown.

Manufacturer narrative:
The device was returned and the analysis is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f/ 7f mynx grip vascular closure device (vcd) couldn't follow the tortuous vessel track well. There was no reported patient injury. The device is expected to be returned for evaluation.